Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter. It was reported that approximately six weeks post index, the patient presented emergently with occlusion of the left iliac limb with no apparent cause. A fem-fem bypass was performed to resolve the occlusion. On an unknown date approximately four months later, the patient presented emergently with the fem-fem bypass thrombosed. The occlusion was cleared, and no cause was found for the occlusion. On an unknown date approximately 11 months later, the patient presented emergently with a thrombosed right popliteal artery. The issue was resolved with a thrombectomy of the artery. Approximately two months later, the patient presented with a clot in the left limb and left leg ischemia. In addition, a type ib endoleak was seen in the right limb at the right common iliac artery. The patient informed the physician that he has a history of metal allergy with skin reaction to belt buckles and suspenders,so that this may be related to the occlusion issues. The stent grafts were explanted, save for the proximal bare metal spring. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant showed that the proximal neck diameter was 19 - 20mm, angulated approximately 45deg a-p, and calcified. Both common iliac arteries were aneurysmal, with minimal tortuousity and calcification. The external iliac diameters were 7-9mm. Angio images at implant revealed that the bifurcate was brought up the left side, and implanted just below the renal arteries. The left internal was occluded. The ipsilateral extension was placed into the left external iliac; the minimum limb od was 11mm. The contralateral limb was placed into the right common iliac; crossing over the ipsi limb. Final angio showed good bilateral flow and no endoleak. Cta¿s from 1-½ years post-implant showed that the bifurcate is just below the renal arteries. The left ipsilateral limb and extension are completely occluded beginning at the bifurcate flow divider. The right/contralateral limb is patent. There is a right-left fem-fem bypass. The limb ID within the left external artery is approx. 8-9mm. No stent graft kinks are visible. The maximum aaa diameter was 5.0cm. The distal end of the right limb is floating within the rcia; there is a type ib endoleak. The rcia is 3.0cm. Cta¿s showed that the bifurcate is just below the renal arteries. The left ipsilateral limb and extension are completely occluded beginning at the bifurcate flow divider. The right/contralateral limb is patent, except for a small section of thrombus just below the flow divider. The maximum diameter of the aaa is 5.0cm. There is contrast seen within the right common iliac artery fr om a distal type I endoleak. The rcia is 3.0cm. The cause of the occlusion could not be determined; this may be patient related. The cause of the distal type I endoleak in the contra/right limb is unknown; may be due to disease progression.

Manufacturer narrative:
(B)(4).